Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? The patient is still struggling a bit. Readmitted several times. What were the indications for the second surgery? Pain and change in mental status. What staple line was bleeding? No bleeding. Feculent material from the ta staple line. How many times was the device? Once where was the device fired? To close the common opening after linear staple line to create common lumen. Were there any staple formation issues in the first procedure? If yes, please explain. None observed. Were the forces to fire higher or lower than expected? No. What was the appearance of the staple formation in the second surgery? Staple in place with stool (solid) leaking. What other devices were used in this procedure? Tlc75 and linear stapler (3 firings as usual). Was this device (tx60b) used for the anastomosis? Yes.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? What were the indications for the second surgery? What staple line was bleeding? How many times was the device? Where was the device fired? Were there any staple formation issues in the first procedure? If yes, please explain. Were the forces to fire higher or lower than expected? What was the appearance of the staple formation in the second surgery? Where was the leak coming from? What other devices were used in this procedure? Was this device used for the anastomosis?

Event description:
It was reported that four hours after a right hemicolectomy procedure, the patient was complaining of pain. Brought back in for surgery, they performed exploratory laparotomy and found there was feces coming from the staple line incision. They had to oversew the previous anastamoses. The device was discarded.